Manufacturer narrative:
The pt remains under observation in the hosp, is ongoing on lvad support and being medically maintained on heparin gtt. The pt's ldh level was reportedly subsiding. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a review of the historical pump data recorded on the pt's system controller showed pump stoppage and "low speed operation" events flagged. The hosp exchanged the system controller but the pt continued to experience episodes of power elevations, reduced speed and pump stoppages. The pt's lactate dehydrogenase (ldh) level was reportedly slightly elevated, the hemoglobin and plasma (phgb) levels remained normal and there were no signs or symptoms of hematuria. The pt was placed on heparin and full aspirin and persantine. An echocardiogram (echo) performed by the hosp demonstrated that the left ventricle (lv) was decompressing and the CT angiogram showed adequate inflow and outflow through the device. A review of the log file history by the MFR confirmed the reported alarm conditions. Eval of the pt's percutaneous lead by the MFR's technical services team member revealed no issues.